Manufacturer narrative:
Additional information was recieved that the patient did not remember who performed the explant and the patient's current physician is not the explanting physician. No additional information could be obtained. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-30 (B)(4) model description:linear lead, 30 cm with pre-loaded 0.012 inch stylet model#:sc-3138-55 (B)(4) model description:lead extension, 55cm.

Event description:
A report was received that the patient was explanted but no further details were provided.

Event description:
A report was received that the patient was explanted but no further details were provided.